Manufacturer narrative:
(B)(4). Good faith effort request with no additional information being provided as of (B)(6) 2022. The loaner endoscope was received by pentax medical for evaluation on (B)(6) 2021. The endoscope was received by pentax medical and is pending inspection under service order 2008293 as of (B)(6) 2021. Ec-3890li, serial number (B)(4) has been routinely serviced at a pentax facility since the device was put into service. On (B)(6) 2022, a device history record(DHR) review for model ec-3890li, serial number (B)(4) was performed by the manufacturer. The DHR review confirmed the endoscope was manufactured in the miyagi facility on (B)(6) 2013 under normal conditions, passed all required inspections, and was released accordingly. Also, there were no reworks or concessions and the dates of approval for shipment and actual date shipped were confirmed for (B)(6) 2013. The investigation is in-process. If additional information becomes available, a supplemental report will be filed with the new information.

Event description:
Pentax medical was made aware of an event which occurred in the pai region. The customer reported "no suction" involving pentax medical video colonoscope modelec-3890li, serial number (B)(4). The issue was observed in the operating room. This event meets the requirement for FDA reportability; therefore, submission of a report does not constitute an admission that medical personnel, user facility, importer, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Correction information: g6: follow up #1 h2:if follow-up, what type? H3:device evaluated by manufacture h6: coding changed based on the investigation result. Evaluation summary: because repair information could not be obtained, the cause of the deterioration of the suction function could not be identified. Possible causes include clogging and deformation of the suction channel.